Manufacturer narrative:
Failure analysis noted that the pump was received with motor error alarm during rewind due to a corroded motor home switch. There was no moisture damage noted on the electronics. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and she was unable to clear the alarm. The customer's blood glucose reading was 125 mg/dl. He states there was insulin spilled in the reservoir, but unable to confirm any other alarms. The customer stated the insulin pump was not bumped or dropped, and the drive support cap appears intact. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the pump would be replaced. The insulin pump will be returned for analysis.